Event description:
It was reported that during an unknown procedure, the clips would not hold after placing. The clips did not close. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
A customer contacted baxter's (B)(4) regarding a low drain volume alarm on the homechoice (hc) during initial drain. During troubleshooting the home patient (hp) reported air in the patient line and requested to bypass. The technical service representative (tsr) explained that if there was air in the line he could not bypass to fill. Tsr suggested to begin again with new supplies and to call back with any questions. Hp will start over with new supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) = dropping or ejected clip, damaged jaws the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. It should be noted that an investigation has been initiated to address the potential root cause of the dropping or ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.